Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smartablate generator (model# m-4900-07 serial# (B)(4)). Smartablate pump (model# m-4900-08 serial# (B)(4)). Smartablate remote (model# unknown serial# (B)(4)). Soundstar eco catheter (model# m-5723-16 lot# g4002829). C3 ez steer cs with auto ID catheter (model# d-1263-06-s lot#17242692m). Stryker reprocessed 5f jsn (model# unknown lot# unknown). (B)(4). Event description continuation: the overall time for ablation at the site of injury was 439 seconds with nine ablation sessions. The last ablation cycle time at the site of injury was 14 seconds. Settings during the event include: power, temperature and impedance cut offs at factory set safety levels / power was set at 20 and 25 watts / irrigation flow setting 17ml/min / short terumo 9f sheath was used. No error messages were observed on biosense webster equipment during the procedure. The patient¿s condition has improved. The patient was extubated the following day and was verbally communicating. The physician is not clear how or why this event occurred and possibly attributes it to patient condition.

Event description:
It was reported that a female patient underwent a right ventricular outflow tract (rvot) procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade, which required open heart surgery. During the procedure a pericardial effusion and perforation were noticed as the patient's blood pressure dropped and were confirmed by intracardiac echocardiogram (ice). Open heart surgery was performed and the perforation was sutured. Additional information was received on the event. The patient was initially scheduled for an atrial fibrillation (afib) procedure and that procedure was cancelled due to a left atrial appendage clot that was identified via transesophageal echocardiogram just prior to the start of the case. The physician stated that he was not able to perform the afib procedure; however, he would move forward and complete a rvot ablation. Patient was in trigemini. No transeptal puncture was performed and no anticoagulant was given during the procedure. The event occurred during the ablation phase. The physician has just completed a lesion set and withdrew the ablation catheter from the rvot site into the main right ventricular chamber. After he completed the lesion sets the anesthesiologist noticed that the blood pressure in the arterial line had significantly dropped. He then called for a stat echocardiogram and elected to place a non-bwi ice catheter to expedite the identification of any adverse events. It was noted on ice that the patient had a large effusion. Cardiovascular surgeons were called for surgical backup and the physician attempted a pericardiocentesis tap to drain and relieve/prevent tamponade. Open heart surgery was required to repair the perforation located on the rvot. The patient did require an extended hospitalization due to the open heart surgery.